Event description:
A malfunction alarm reported by the customer did not adversely impact their blood glucose level. The customer was assigned a replacement pump, and tandem technical support gave instructions on setting up the new pump. The customer was guided on returning the faulty pump to avoid additional charges and acknowledged the necessary steps, including updating software and connecting with their continuous glucose monitor.